Event description:
The recipient¿s mother reported on (B)(6) 2020, the recipient had a bump behind their right ear. The surgeon indicated it looked like a wound and prescribed antibiotics, topical treatments, and dressings. On (B)(6) 2020, the surgeon noted the skin flap was thinning with the implant close to the skin, in addition, it was noted that the wound was failing to heal, with continued drainage. The recipient was seen on (B)(6) 2020, and on (B)(6) 2020, it was noted that the electrode was visible. The recipient had additional in person appointments on (B)(6) 2020, and (B)(6) 2020. On (B)(6) 2020, it was decided because there was no resolution with the wound and continued device exposure that device would be explanted. On (B)(6) 2020, the recipient¿s device was explanted. The recipient will not be reimplanted at this time. The recipient is healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly fully healed. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.